Event description:
It was reported that there was unstable thresholds with non-capture at maximum output, high impedance, confirmed fracture, oversensing or undersensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 crdm non-defib lead, implanted: (B)(6) 2004. (B)(4).